Event description:
It was reported that the patient's device reached elective replacement indications (eri) prematurely. The left ventricular lead also showed no capture and high thresholds. The device was removed and replaced. The lead was capped and replaced. During the replacement procedure, the new left ventricular lead had fixation difficulties and dislodged while slitting. The lead was removed and a new left ventricular lead was successfully implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the full lead was returned, analyzed and primary analysis revealed no anomalies. Blood/body fluid was present on the distal conductor and on the proximal conductor (both not obstructed). The outer insulation was breached cut. The lead appeared to have been damaged at implant. (B)(4) the device was returned and analyzed. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the full lead was returned, analyzed and primary analysis revealed no anomalies. Blood/body fluid was present on the distal conductor and on the proximal conductor (both not obstructed). The outer insulation was breached cut. The lead appeared to have been damaged at implant.